Event description:
It was reported that the device displayed transmitter not found during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the cloud data was performed and the device displayed transmitter not found during a sensor session was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed transmitter not found during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.